Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been received for evaluation. Visual inspection, leak testing, clear-passage testing, and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell three of four. The hp stated that there were no obvious reasons for the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.